Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021 distal biceps repair procedure an ar-1408lp, low profile reamer (lot 11156025) was being used over a 2.4 guide pin. A unicortical tunnel was formed, the button was passed and the tenodesis screw was placed. The incision was closed and as the back table was being torn down it was noticed that the wings of the reamer had broken off. Fluoro was brought in and the pieces were found to be in the patient bone. The pieces were retained in the patient.